Event description:
Femoral venous access was achieved using a micropuncture kit. There was return of blood flow and selinger technique was used to advance the wire through the needle access site. The wire advanced without resistance until approximately half way in. There was then some resistance and attempt to remove the wire was made. The end of the wire was sheared in this process and a small coil of wire was left in the tissue. Fluoroscopy was used throughout the procedure. Vascular surgery was consulted immediately, and withdrew the needle without difficulty. Hemostasis was achieved without difficulty. They recommended leaving the coiled piece in the tissue as removing it would cause more harm. Ccu director was notified, ccu attending on call was notified, and family was notified. Per vascular sugery recommendations, if the patient recovers from her underlying cardiac event, removal by interventional radiology can be attempted in the future if desired.